Manufacturer narrative:
Info received indicated this complaint involved a geenan stent. The rpn gpso-10-10 has been chosen for completion of investigation and reporting purposes only. The actual rpn and lot number of the device involved in this complaint was not provided, therefore it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. This complaint is in relation to a discussion with dr (B)(6) about pts having adverse outcomes (stent migration) following geenan stent insertion. The doctor was directly involved in two cases in (B)(6). This complaint is in relation to the second case, an add'l complaint was opened to investigate the first case and a separate report was also prepared. No specific info was received from the doctor involved in relation to the second case, from the nature of the discussions, it is assumed that the second case involved a pt who experienced stent migration following the placement of a geenan pancreatic stent. Although requested no further info concerning the event or pt outcome has been received. The device involved in the complaint was not returned for eval, therefore, the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. The complaint was confirmed based on customer testimony. Gpso devices are intended for single use only and used to drain obstructed pancreatic ducts. It may be noted that migration is stated as a potential complication associated with pancreatic stent placement. According to the instructions for use: the potential complications section states: "those associated with pancreatic stent placement include, but are not limited to: stent migration." The precaution section of the instructions for use also states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended." As the lot number of the device involved in this complaint was not provided. It was not possible to conduct a review of the device mfg records for this device. Prior to distribution, all geenan pancreatic stent devices are subjected to visual inspection to ensure device integrity. Customer qa will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This complaint is in relation to a discussion with dr (B)(6) about pts having adverse outcomes (stent migration) following geenan stent insertion. The doctor was directly involved in two cases in (B)(6). The complaint is in relation to the second case, an add'l complaint was opened to investigate the first case and a separate report was also prepared. No specific info was received from the doctor involved in this second case, from the nature of the discussion, it is assumed that the second case involved a pt who experienced stent migration following the placement of a geenan pancreatic stent. Although requested no further info concerning the event or pt outcome has been received. Adverse effect: unk.